Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. The insulin pump was received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind. The insulin pump will be returned for analysis.